Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexor check-flo performer introducer supplied in a ring transjugular intrahepatic liver access and biopsy set experienced separation. Resistance was felt upon advancing the needle and catheter assembly through the flexor sheath. Resistance was noted again upon removal of the assembly, and the check-flo valve separated from the flexor sheath. No portion of the device remained inside the patient. The procedure was successfully completed with another like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information that the sheath was properly prepped and flushed with saline prior to use.